Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 401 mg/dl, 63 mg/dl, 280 mg/dl, 71 mg/dl, and 67 mg/dl. Low blood glucose symptoms were reported with these results; customer was able to self treat with soda. No adverse event related to the device was reported. Requested return of suspect device, and replacement was sent.